Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not provided. (B)(4): stent was implanted (B)(6) 2012.

Event description:
The visi-pro stent was placed without incident in the right subclavian artery on (B)(6), 2012. The physician looked at the stent on a subsequent procedure on (B)(6), 2012 and a complete stent separation was observed. There was no significant flow disturbance observed.